Event description:
The facility reported an infusion pump with a failure code 12:303. The facility rep stated that no pt incidents have been reported on this pump since the last baxter service event. It is not known if the failure occurred while during a pt infusion. Info was requested regarding pt demographics, medication involved, and the device programming, but none was provided.